Manufacturer narrative:
Due to character limitation, below field are added from e1- initial reporter-(B)(6). Event site name-(B)(6) medical center. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during routine check of cardiosave intra-aortic balloon pump (iabp), safety disk failed leak pneumatic leak test and the tidal disk replaced as precaution. There was no patient involvement.

Manufacturer narrative:
Updated field: b4, (g1(contact office, contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) found safety disk failure. Fse replaced safety disk to resolve the issue and tidal disk as precaution and retested 3x times no additional failures performed functional test and returned to service.